Event description:
The boston scientific flexiva 1000 was being utilized for a bladder stone laser lithotripsy. After 5.75kj was delivered at 10 watts, the fiber tip was noted to be missing by the md. The tip is approximately 1 mm in size. The laser portion of the procedure was terminated. The bladder and field were inspected by the md. The surgical site was irrigated and flushed. It was determined the fiber tip flushed out with the irrigation. The case was completed with biopsy forceps.